Event description:
It was reported that during a lap colon procedure, the device was spitting clips and they completed the case with the device. There was no patient consequence reported. The device was discarded.

Manufacturer narrative:
Information was not provided. Information is unavailable; device was not returned for evaluation.